Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
It was reported that the patient developed an infection and fluid drainage at the implant site. Additional information has been requested but not made available at the time of this report.